Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Found pump turned off, power down and pump turned on messages in the pump's event history logs which causing the "device giving reservoir empty error, device turning on and off randomly" issue. Visual and functional testing were performed. Ran three accuracy tests and the pump was found to be within manufacturing specifications. Also, found fluid ingression on pump by the chassis base of the downstream occlusion sensor and expulsor. The reported issue was caused by user induced fluid ingression. Actions/repairs were done to correct the reported problemed: replaced expulsor and downstream occlusion sensor.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced the following error message: "reservoir empty." The pump was also turning on and off randomly. These product problems did not cause or contribute to any adverse patient health effects.